Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: per visual inspection; split downstream occlusion sensor (dso) button, green residue inside of the ac connector. Functional testing could not be performed due to the pump going into an alarm without the screen turning on immediately when any source of power is provided. The reported issue was unable to be confirmed or duplicated, due to the combination of age, physical condition and functional issues. The cause of the reported issue was unable to be determined or verified through evidence and test methods available. The pump was deemed beyond repair and is to be scrapped. No previous repair was noted for the last twelve (12) months.

Event description:
It was reported that the device indicated battery error. There is no more information provided. It is unknown if there was patient involvement.